Manufacturer narrative:
Alternate device type: fpa. Alternate common device name: intravascular administration set. (B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® push button blood collection set experienced insufficient blood flow. No report of serious injury or medical intervention.